Manufacturer narrative:
The following fields have been updated with corrections: f.10. Device codes: 2577.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle cap and safety device fell off. The following information was provided by the initial reporter: material no. 368607, batch no. 8333995, 8347529. It was reported that the cap and safety device fall off and they are left holding a bare needle. When breaking the seal on the needle, the cap and safety device fall off and they are left holding a bare needle. Also, a needle was found with no cap (top or bottom) sticking out of a container on a phlebotomy cart. It is assumed that the needle fell apart when the phlebotomist was breaking the seal and the needle dropped into the container on the cart.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle cap and safety device fell off. The following information was provided by the initial reporter: material no. 368607 batch no. 8333995, 8347529 it was reported that the cap and safety device fall off and they are left holding a bare needle. When breaking the seal on the needle, the cap and safety device fall off and they are left holding a bare needle. Also, a needle was found with no cap (top or bottom) sticking out of a container on a phlebotomy cart. It is assumed that the needle fell apart when the phlebotomist was breaking the seal and the needle dropped into the container on the cart.

Manufacturer narrative:
The following field has been updated with additional information: date of event: (B)(6) 2019 investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. As there was no sample or photo available for evaluation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8333995, medical device expiration date: 2023-11-30, device manufacture date: 2018-11-29. Medical device lot #: 8347529, medical device expiration date: 2023-12-31, device manufacture date: 2018-12-13. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle cap and safety device fell off. The following information was provided by the initial reporter: material no. 368607, batch no. 8333995, 8347529. It was reported that the cap and safety device fall off and they are left holding a bare needle. When breaking the seal on the needle, the cap and safety device fall off and they are left holding a bare needle. Also, a needle was found with no cap (top or bottom) sticking out of a container on a phlebotomy cart. It is assumed that the needle fell apart when the phlebotomist was breaking the seal and the needle dropped into the container on the cart.